Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the user experienced burning electrical smell. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-mar-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a electronic component failure. A field service engineer found that the smart half-height drawer 3-1 had a broken retractor band, and the exposed metal had shorted the pyxi bus module controller, causing the station power supply to crowbar and prevent the station from booting. The fse replaced the broken retractor band and the damaged pyxi bus module controller, then tested the drawer using the hardware testing application to confirm proper operation. The system functioned as intended after the field service engineer repaired the device.